Manufacturer narrative:
The physical controller was returned, but with no charging cable or adapter. The device was able to power on, and the battery charge was at 73%. The device was then plugged in, and the controller was able to charge to 100% with no issues and the controller was not found to overheat. Inspection of the physical device found no evidence of thermal damage. The engineering log files from the date of occurrence were not available as they had been overwritten. Review of the available android log files from (B)(6) 2025 found no evidence of issues with battery life or charging. The log files showed instances of the device charging from below 70% to 100%. Review of the battery temperature during charging cycles found that the battery temperature never rose above its rating of 40 degrees celsius. No abnormalities were observed in the log files that would contribute to increased battery drain, battery life issues, or overheating of the device while charging.

Manufacturer narrative:
The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the cause of the reported thermal event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their omnipod 5 personal diabetes manager overheats while charging, and the battery will no longer hold a charge. The patient confirmed they are using an insulet supplied charging cord.